Event description:
Pt was having problems recharging and it was discovered he was using his old recharger. Once he used the new one he had all 8 coupling bars and recharged without any further problems. He also reported that he needed to clear a "power on reset" condition. This was successfully accomplished. There was no injury to the pt.

Manufacturer narrative:
(B)(4).